Event description:
Device analysis completed. .

Manufacturer narrative:
Investigation completed on a smiths medical cadd solis vip 2120 pump. Device arrived and physical out inspection revealed damaged lens. Event log did not substantiate or verify complaint of volume out specifications. Upon duplicating and testing device, the complaint could not be verified and was not duplicated. Not actions taken, unknown cause of event and device passed all delivery and functional testing.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump's volume was out of specifications while performing preventative maintenance. There was no patient involvement.